Manufacturer narrative:
The end user returned 48 of the 60 vials from the case, which amsino received on (B)(6) 2025. Initial finished-product testing for lot: l095, included assay, usp <71> sterility, and usp <85> bacterial endotoxins testing. To obtain multi-laboratory confirmation, amsino submitted a subset of the returned complaint samples from l095 to a different laboratory for usp <71> sterility and usp <85> endotoxin testing. Usp <85> results were received on (B)(6) 2025 and met specification; usp <71> results were received on (B)(6) 2025 and were negative. In addition, retention samples from the same lot were tested using the same methods, and all results were within specification.

Event description:
The end user reported: I was a user of nutrifill until I got the recall notice. I disposed of all remaining nutrifill product as recommended. Unfortunately, I needed to replace my scleral solution right away and it would have taken too long for it to arrive from the tangible science website. I ordered it from amazon so that I could get it asap so I could continue wearing my sclerals (required for my vision). The first day I used tangible fill, my eyes were slightly irritated by the end of the day. I assumed this was just adjusting to the new product. By day 5, my eyes were infected (red, draining, and gunky). Follow up message from end user: I got some eye medication and the infection has cleared up. I started using a different product (brand) and have had no further issues. I have the remaining product if you need to have it returned.